Manufacturer narrative:
The returned lead was only available in fragments. All parts of the lead were returned for analysis. The returned fragments were checked visually, mechanically, and electrically. It is likely that the lead was cut through during the explantation. Aside from the existing separation of the lead, the visual inspection found deformations at the outer helix, which were probably due to the explantation process. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of 2 days, an elevated pacing threshold and low sensing were reported. After lead repositioning, an elevated pacing threshold was reported again after 4 days. The lead was then replaced. No worsening of the patient's health was reported.